Event description:
It was reported that a spectrum iq infusion pump had system error 110 during a continuous precedex drip in the msch 11 central department. Registered nurse continued running drip via another pump available at the time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, reported problem of "ec 110" was not reproduced. A review of the event history log revealed "ec 110" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the input/output printed circuit board ( I/o pcb )and processor printed circuit board (pcb) and shielding which will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.